Manufacturer narrative:
(B)(6). A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 08feb2023 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer reported issue. The reported condition is a preventive maintenance and/or routine inspection for fix or replacement. The reported condition is a preventive maintenance and/or routine inspection for. According to work order (B)(4), the fse reported that executed the hardware test application (hta) and tested all drawers and cubie pockets. The fse recovered several medications found between cubies and tightened any loose front panels. The fse opened the back panel and inspected the components behind each drawer, including the drawer railings. The fse replaced the retractor band in drawer hh3.1. In drawer hh3.2, the retractor band and the hard stop were replaced. In drawer hh4.1, the retractor band was replaced. In drawer hh4.2, the retractor band was replaced and the ball bearings were realigned (rails). In drawer hh5.1, the retractor band was replaced. In drawer hh5.2, the retractor band was replaced. In drawer fh7, the ball bearings were realigned (rails). During dchu visual inspection: p/n 353844-01 (a): the part was received with no signs of physical damage, fluid ingress, thermal damage or missing components. P/n 353844-01 (b): the part was received with no signs of physical damage, fluid ingress, thermal damage or missing components. P/n 353844-01 (c): the part was received with no signs of physical damage, fluid ingress, thermal damage or missing components p/n 353844-01 (d): the part was received and showed copper strands in contact with adjacent copper strands and associated thermal damage was observed. P/n 353844-01 (e): the part was received and showed copper strands in contact with adjacent copper strands and associated thermal damage was observed. P/n 353844-01 (f): the part was received and showed copper strands in contact with adjacent copper strands and associated thermal damage was observed. P/n 353684-01: the part was received with no signs of physical damage, fluid ingress, thermal damage or missing components. During dchu testing: p/n 353844-01 (a): the dmm (continuity) and hta functional tests were successfully passed with no anomalies or intermittency detected, p/n 353844-01 (b): the dmm (continuity) and hta functional tests were successfully passed with no anomalies or intermittency detected. P/n 353844-01 (c): the dmm (continuity) and hta functional tests were successfully passed with no anomalies or intermittency detected. P/n 353844-01 (d): due to the observed thermal damage on the "assy retractor dwr hh cubie", no testing was required. P/n 353844-01 (e): due to the observed thermal damage on the "assy retractor dwr hh cubie", no testing was required. P/n 353844-01 (f): due to the observed thermal damage on the "assy retractor dwr hh cubie", no testing was required. P/n 353684-01: the "assy hard stop" passed the hta functional test with no anomalies or intermittency detected. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary required maintenance. As per part investigation, it was determined that copper strands in contact with adjacent copper strands and associated thermal damage was observed. There were no adverse events or injuries reported based on this event.